Event description:
A customer reported a past event of elevated blood glucose, with a highest measured level of 600 mg/dl. Cause was not known. To address the situation, the customer administered a corrective injection using manual means and was advised by technical support to consult with a healthcare provider for further investigation into potential causes. Customer reverted to an alternate form of insulin therapy.